Manufacturer narrative:
The dia 5mm tungsten needle holder (cev738t5) has been returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the needle holder verified the complaint reported by the customer as valid. The movable jaw was broken. Root cause analysis: it was determined that uses requiring the application of excessive force as well as successive cleanings could have weakened the instrument and caused it to break.

Event description:
It was reported that the jaw of the dia 5 mm tungsten needle holder (cev738t5) broke in the belly of a patient. There was a 30-minute increase of surgery time, to find the broken piece in the patient's abdomen. All parts were reportedly removed. The operating room team changed the needle holder in order to complete the intra-abdominal sutures. No patient injury occurred.